Event description:
A false positive advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. A redraw sample was tested and the result was negative. The consultant questioned the result and requested that the initial sample be rerun. Repeat testing was performed and the result was negative. The patient was admitted to the accident and emergency (a&e) department for observation when the initial result was obtained. No treatment was administered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Siemens filed the initial MDR on september 11, 2013. On (B)(6) 2013: the patient sample was provided to siemens healthcare diagnostics for internal investigation. The patient sample was tested in-house on the advia centaur xp and on the immulite 2000 platforms for troponin. The results were below assay range on both platforms. There was not enough patient sample available for hbt testing. The cause for the false positive result that was obtained initially by the customer is unknown. The patient sample confirmed negative on two methods for in-house testing.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the wash manifold, checked all probe calibrations, and aligned system to track. No conclusion can be drawn. The initial sample was run on a second instrument and the result was high (no values provided). Siemens has requested the patient sample for further investigation. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."